Event description:
Event description guidant received information that this ventricular lead displayed impedance measurements greater than 2500 ohms in both bipolar and unipolar pacing configurations. It was also noted that threshold measurements were within normal limits.